Manufacturer narrative:
(B)(4). Lot number: the lot number is either 14j030 or 14n038. Expiration date: 14j030 is 09/01/2017 and 14n038 is 12/01/2017. Lot number 14j030 was manufactured from september 11, 2014 to september 12, 2014. Lot number 14n038 was manufactured from december 15, 2014 to december 16, 2014. Upon follow-up with the customer it was found that the device was filled with unmixed fluorouracil and sodium chloride. It was noted that there was no crystallization of the drug. The final volume was 96 ml. A batch review was conducted for each of the lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown elastomeric device did not flow during infusion. The infusion was intended to last 48 hours, however after 24 hours the device was still full. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.